Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient was experiencing muscle spasms and increased pain in the hospital on (B)(6) 2017 following the placement of a spinal cord stimulation paddle implant and an intrathecal baclofen implant at the same time on (B)(6) 2017. When weakness worsened, the patient was found to have an epidural hematoma. The patient was taken back to the operating room (or) to have the paddle lead taken out of the epidural space and placed under the skin to save the paddle for later use. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ with injury¿ as the patient had weakness and limited movement to the lower extremities but as of (B)(6) 2017 the patient was regaining movement to the lower extremities. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known diagnostics or troubleshooting performed. It was indicated on (B)(6) 2017 that the pump was not the equipment involved in the incident, and that it was the stimulator paddle lead which was removed from the epidural space and placed under the patient¿s skin to keep for future placement back in the epidural space when the patient recovered. Refer to manufacturer report #3004209178-2017-01977 for details pertaining to the stimulator. Additional information was received from a consumer on 2017-jul-17. It was indicated that the pump contained baclofen. It was reported that the patient had a reaction to the paddles to the spine and had a series of spasms and ended up paralyzed. It was stated that the paddles cut the vein in the patient¿s spinal column and had a series of spasms. The patient was given intravenous (IV) valium to control it and again about one hour the patient was going to be ¿stood up¿ for the first time they could not get the valium to the patient quick enough and they ended up paralyzed. The doctor got the patient into emergency surgery on(B)(6) 2017 and they only removed the paddles that were at t12, the patient thought and not the ¿upper ones¿ because they were ¿really good.¿ it was stated that the patient went to rehabilitation for the baclofen pump and for paralysis. It was stated in regard to the drug dose and concentration that ¿unfortunately¿ the doctor who managed the patient¿s baclofen pump ¿had asked for 50 mcg and it was only at 24 mcg.¿ it was indicated that the patient was unable to clarify when asked if it was for the concentration or dose. Additional information was received from the consumer on (B)(6) 2017. It was indicated that the pump was currently delivering baclofen at an unknown concentration at a dose of 140 mcg/day. It was reported that the manufacturer's representative was supposed to set up the pump at 50 mcg but instead it was set up at 24 mcg and the patient thought that was the reason they were paralyzed, per the consumer. It was noted that the patient had a very hard spasm on the spinal cord and had to get an IV and it happened again but the patient was already paralyzed. It was stated that an hcp found out that it was set at 24 mcg. No out of box failure was reported and no medical or therapy problem associated with small parts was reported. It was indicated that the date of the event was (B)(6) 2017 and that the manufacturer's representative was aware that the patient was paralyzed on (B)(6) 2017. No further complications were reported. Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the patient had requested to get both surgeries at the same time on (B)(6) 2017. It was noted that the pump was programmed exactly how the doctor ordered as he checked the pump settings and updated the pump. No programming issue occurred (note: this conflicts with the prior report that the pump was supposed to be programmed at "50mcg" but was set at "24mcg"). It was confirmed that within 24 hours post-op, the patient did have decreased movement in the lower extremities due to the spinal cord stimulator, per the hcp. The representative became aware of those issues and reported them several days later in (B)(6) 2017. The representative had no knowledge of any event related to the baclofen pump until (B)(6) 2017. No further complications were reported or anticipated.